Event description:
It was reported that during the pta / stenting treatment procedure, the amplatz super stiff guidewire surface was observed to have a "disconnected roughness". Resistance was encountered during the procedure and the patient's anatomy was reported to be severely tortuous. The procedure was successfully completed with the device. No patient injuries or complications were reported. The patient's status was reported as 'satisfactory/good'.